Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported patient was unable to charge the ipg as it would not communicate with external device. Trouble shooting like multiple programming were done to address this issue but was not resolved .as a result a surgical intervention of ipg replacement was adhered whereby patient had therapy post operation.